Event description:
During verification testing at the service center, it was noted that the device door roller was missing and the door roller pin was broken off.

Manufacturer narrative:
Testing and investigation found the device door roller was missing and the roller pin was broken off. The device door could not be properly closed due to the broken door roller pin and missing door roller. When the device door is not properly closed, the cassette regulator will be opened and the valves will not be closed properly when the door is closed. The valves must be closed by the device mechanism valve pins in order to prevent fluid from flowing freely through the cassette. The probable cause for the broken device door roller pin and missing door roller was leaving the door assembly in the open position exposing the door roller pin and door roller to contact damage. This report represents all the info known by the reporter upon query by hospira personnel.